Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The pace impedance, shock impedance and threshold were within normal expected limits. Technical services recommended in-clinic evaluation of the lead. No adverse patient effects were reported. Additional information received indicated that the event involved a true arrhythmia, a short run of polymorphic ventricular tachycardia, and not oversensing. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The pace impedance, shock impedance and threshold were within normal expected limits. Technical services recommended in-clinic evaluation of the lead. No adverse patient effects were reported.